Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the leur of the balloon had broken. The balloon catheter was replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 7 applications were performed with the balloon catheter on the date of the event with any issues. The catheter was not returned for analysis/ investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.